Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 (malfunction in tube misloading detection circuitry) alarm was identified during review of alarm log and sample analysis. The cause of the condition was determined to be damaged power supply, depleted battery, damaged force sensor receptor (fsrs), and damaged latch roller. To correct the condition, the power supply board, lead acid battery, latch roller and fsr¿s were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump cannot turn on. There was no patient involved. No additional information is available.